Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio manually manipulated the power button to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Further root cause was not determined.

Event description:
The customer contacted physio-control to report that the power button on their device was not working and would not power the device on or off. There was no patient involvement reported with the event.